Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 162 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states that the insulin pump had no delivery alarm. Customer tried all remedies. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test , occlusion test and self test. Pump passed self test, off no power test and all operating currents tested within the specific range. No anomaly blank display or delivery alarm noted.